Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation, therefore the complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, balloon bursts may be caused by over inflating the balloon. This may be due to using improper inflation device or customer error. The balloon may be damaged during insertion either through scrapping or gouging when passing through the endoscope or on staples, if present, in the patient¿s intestine. This may cause it to burst during inflation. All balloon catheters are 100% leak tested during the manufacturing process. Any leaking balloons are scrapped. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus was notified of an out of box failure for one bd-400p-0880 balloon. While the balloon was inside the patient, the customer inflated the balloon to 6mm and the balloon ruptured inside the patient. The ruptured balloon was retrieved from inside the patient and the procedure was able to be completed successfully with a second bd-400p-0880. There was no harm or user injury reported due to the event.